Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating properly, and the device kept having infections of the skin at the tubing site. The physician was unable to place a foley catheter. He scoped and realized current implant has eroded through urethra. A surgical procedure was performed to remove the ipp. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.